Event description:
Following an atrial fibrillation procedure utilizing pfa, a small arteriovenous fistula was noted between the femoral vein and the superficial femoral artery of the right groin. Based on the information received there were were no noted performance issues with any abbott devices.